Event description:
It was reported that the customer had issues with their transmitter and mentioned that she had a low blood glucose level of 32 mg/dl. Customer declined troubleshooting and stated that her doctor adjusted her settings. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-10461; 2032227-2015-10458.